Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction, internal fixation (orif) of the left distal femur on (B)(6) 2014 the surgeon was drilling a hole for a screw and the drill bit broke. The surgeon was drilling a hole in the patient¿s osteoporotic bone and came into contact with the patient¿s existing total hip replacement and the drill bit broke. The shaft of the drill bit was retrieved. The surgeon used forceps to try to remove the tip of the broken drill bit; however, was unsuccessful. The tip of the broken drill bit was deep in the bone and remains in situ. The surgeon used another drill bit to successfully complete the procedure with a 15 minute delay in surgery due to this event. This is report 1 of 1 for (B)(4).